Event description:
Neck angulation: alpha 80 degrees and beta 120 degrees which is outside of the current indications for use. Evar repair on (B)(6) 2014 went as planned. A small type 1a endoleak was present at the end of the procedure despite additional ballooning being performed. The surgeon assumed that the type 1a would close after a few days. During the night of (B)(6), the patient needed a re-intervention procedure. The main body device had collapsed and was reported to have migrated. A sinus-aortic-stent was used to open up the device and a proximal extender was also implanted to extend the top end of the repair. The secondary intervention to implant and sinus-aortic-stent and proximal extender went as planned and the patient was recovering. Further information received on (B)(6) 2014 advised that the patient died on (B)(6) 2014.

Manufacturer narrative:
UDI# (B)(4). A full review of the device history has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. A review of the sizing for this case shows a narrowing of the aneurysm neck to 20.8mm which reduces to 15mm before entering the aneurysm. The stent graft deployed in this case had a diameter of 31mm. The graft was deployed with the left trough 5mm distal to the distal renal. During ballooning, the left trough appears to have dropped approximately another 5mm. The suprarenal aorta has a thick lining of thrombus which may have impaired fixation. The stent graft, once deployed showed the fishmouth to be compressed. An estimated overlay of the CT orientation shows the narrowed lumen where the fishmouth was pinched. On final control run, the support wires in the body protruded significantly, indicating that the graft had not been ballooned out to its full size. The 31mm graft was probably too large to be ballooned in much of the aorta because the lumen reduces to 15mm before entering the aneurysm. There was a small type I endoleak visible below the left renal artery. After deployment, the main body was pinched down with a narrow flow lumen. This is consistent with a very narrow lumen and, probably as a result of deploying the stent graft under tension. On re-intervention, the graft appears to have lower peaks, particularly the posterior peak. However, the image taken at index used a cc 20 degrees whereas the secondary intervention image used a cc 0 degrees which would have the effect of reducing the height of the posterior peak. At the secondary intervention there is a larger type 1 endoleak and the lumen has narrowed since the index procedure. The right trough was approximately 10mm below the right renal artery, using the diameter of the proximal part of the left, contralateral limb for calibration. Conclusion of clinical assessment: there was no migration evident in the review, the distal part of the neck was very narrow and compressed the stent graft. The device was deployed under tension. Compression of the fishmouth and the presence of thrombus has led to a type I leak, this increased the pressure in the sac potentially causing the stent graft lumen to collapse more fully.